Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and improper device use which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery set up, it was observed that the motor device had a note on it stating, "hole in the hose, air leak". During in-house engineering evaluation, it was determined that the device had small holes in the hose close to the muffler, small cuts all over the hose, the red indicator on the muffler was missing and the vanes in the motor were worn out. It was further determined that the device failed pre-test for muffler tube verification, hose verification and rotational speed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.